Event description:
A us distributor reported that a patient's electrode belt's cable and te pad were damaged.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (damaged cable, damaged te pad) was isolated to the electrode belt¿s distribution node (dn) to rear te pulse wire being broken from the trunk cable, causing the tes to not be recognized. The belt was unable to pass falloff testing. The root cause for the broken wire was unable to be positively identified. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There was no adverse event that resulted from the damaged belt.